Event description:
The customer reported, an unplanned vitrectomy was performed due to a posterior capsular tear (pc tear). The system is owned by an independent service, and the service did warn the facility the vitrector was not available. The surgeon was undeterred and asked that the system be brought in for cases. The surgeon suggested that in the event of a pc tear, a different machine would be used to complete the case. After the pc tear, the system did get switched out to complete the case. Further info received from the customer stated no pt injuries occurred and no cases were cancelled.

Manufacturer narrative:
The company service rep examined the system and found a loose power connection for the vitrectomy pump at the pneumatics pcb. The power connector was reseated. The system was tested and met all product specifications. A review of the complaint and service data for the system indicates that there have been no additional complaints or service requests related to the reported event. A trend review of the complaint indicates that there has been no recent adverse trending observed in the last 36 months.